Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also noted that the lower case and one side bail cover was broken.

Event description:
It was reported the device was connected to a patient when it shut itself off. The battery was replaced, and it started to power on, but then it shut off. The device was changed. There was no patient injury.